Event description:
It was reported by a customer that on (B)(6) 2011 a portion of the glass cap of the fiber detached inside of the pt at (B)(4) joules. Per the customer, the fiber cap was retrieved. Add'l info reported by the customer was there were no error codes that were displayed on the console when the event occurred. The user did not experience any injuries from use of the sys. The pt did not experience any harm as a result of the event. The physician chose to end the procedure rather than using another fiber.